Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the letter m on keyboard was not working. A field service engineer replaced the keyboard to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system letter m on keyboard was not working. The customer stated that there was no delay in medication to a patient and they were able to get the medication from another machine or from the pharmacy right there in the emergency room. There were no adverse events or injuries reported based on this event.